Manufacturer narrative:
(B)(4). (B)(6). 010000662 ¿ shell ¿ 6430905; 650-0836 ¿ head ¿ 2018061370; ps126y03 ¿ stem ¿ 0001328890. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip surgery. During the procedure, the liner would not seat properly in the cup resulting in an hour delay during surgery. The surgeon had to change the procedure and insert a different liner.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI ¿(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection found multiple forms of damage to the outer surfaces of the constrained liner. A gouge exists near one of the scallops on the sidewall. A variety of scratches were observed on the outer radius. The outer radius has also been indented in 2 separate places. The imprints on the radius are consistent with the heads of a screw used in g7 implantation. DHR was reviewed and no discrepancies relevant to the reported event were found. The indentation matches the head of g7 screw. Therefore, the root cause of the liner cannot be seated was attributed to the presence of screws impinging with the liner. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.